Event description:
Event description boston scientific crm received information that, during the attempted implant of this lead, there was no pacing/sensing and very high impedances in the atrium. At a second location, the same thing happened. The physician decided to implant another lead type without issue. The unused lead has been returned for analysis.